Event description:
Complainant alleged that during training by staff, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was observed and the dock connector board was replaced. The device was recertified and returned to the customer. The dock connector board was returned to zoll medical united states; the customer's report was duplicated and attributed to a faulty transient voltage suppressor diode on the dock connector board. Analysis for reports of this type has not identified an increase in trend.